Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure of a pacemaker dependent patient, the pulse generator went into backup vvi operation inhibiting pacing after suspected electrocautery interaction. The device was explanted and the patient was upgraded to a bi-ventricular device without further event. The patient's condition was stable before, during and post procedure.